Event description:
A medtronic ent representative reported that, while in an ent procedure, the straight suction was bent. They were unable to verify the instrument and there was a consistent distance to divot of 3.7. After manipulating/bending the instrument purposefully, they were able to verify and proceed with navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement straight suction shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds the ent application shows red status and says "failed verification". The tool failed verification with an error of 3.1mm. Unable to verify the instrument, unable to duplicate the reported issue. The device is bent. Physical damage, deformation, directly caused the event.

Manufacturer narrative:
The site staff and reps have been notified that medtronic navigation, inc. Cannot guarantee accuracy at all angles after manipulating the instrument to pass verification, and that this is not an acceptable procedure.